Event description:
An eye care practitioner reported that a pt presented in 2004 experiencing moderate redness & moderate pain in their right eye that had persisted for six days. The pt had continued to sleep in their lenses. Eye was crusted & was light sensitive in the morning, but symptoms improved throughout the day. Wear history for focus night & day lenses on continuous wear schedule. Exam revealed no discharge and 1 small central ulcer with pinpoint/stipple staining, epithelial in depth. No anterior chamber reaction. Diagnosis stated as bacterial keratitis secondary to contact lens wear. Pt instructed to discontinue lens wear & prescribed zymar qid & artifical tears prn. Follow visit 3 days later noted no staining & alrex added to treatment regimen. Event resolved with no loss of visual acuity & no scar. No further info is available at the time for this report.